Manufacturer narrative:
The device was received with unresponsive buttons and button error alarm due to corroded keypad traces. The device had a cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call of button error alarm and unresponsive keypad. The customer's blood glucose at the time was unknown. The customer's most recent blood glucose level was 66 mg/dl. The customer states the buttons are not clearing the button error alarm. The customer was advised to discontinue use of the device and that it would need to be returned and replaced.